Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this 33mm mitral bioprosthetic valve, it was reported that after moving the cinch mechanism, the cinch suture broke, and the blue valve holder detached from the valve. No patient involvement was reported.

Event description:
Additional information was received that the surgeon have been implanting this heart valve prosthesis for more than 20 years. It was reported that "the seam tore at the beginning of the tension maneuver, after far less than one turn of the handle. At this point, the commissioures were not nearly as tightly contracted as usual." No patient involvement was reported.

Manufacturer narrative:
B5 and e updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.